Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from lumen to lumen during pretest.

Event description:
It was reported that water leaked from lumen to lumen during pretest.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device was not used for treatment. The device met the relevant specifications for the failure. Visual evaluation of the returned sample noted one opened (no original packaging), unused silicone foley. Visual inspection of the sample noted no obvious visual defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 50:50. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. This met the specification since the standard states the "balloon shall inflate and deflate normally with use of syringe". Although the reported failure was unconfirmed, the most likely potential root cause could be tubing design (walls not thick enough). A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.